Manufacturer narrative:
(B)(4). On (B)(6) 2012, product surveillance contacted the registered nurse (rn). The rn was informed of the system error 2240. Then rn stated the home patient (hp) has been performing therapy successfully and there has been no injury or medical intervention. This complaint is for a system error 2267 (air in line) was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 2. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.